Event description:
It was reported that a revision took place due to pain and loosening of the cup.

Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. As soon as the investigation result is available, an amended medical device report will be filed. (B)(4).